Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a gap in readings. Additional event or patient information is not available. No product or data was provide for evaluation. The reported event could not be confirmed. A root cause could not be determined.